Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was read "high" on cgm, a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump and manual dose injection. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using supplies longer than the recommended period. Tandem technical support educated the customer that using the cartridge and infusion set longer than the recommended period by the tandem user guide is off label use.

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.